Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep) who was receiving 2 mg/ml of dilaudid at 0.2639mg/ day via an implantable pump for non-malignant pain. On (B)(6) 2021 was reported that the patient's pump had flipped in the pocket. According to the patient, their managing healthcare provider (hcp) had a hard time refilling at the last pump refill on (B)(6) 2020 due to the pump being flipped. The cause of the event was undetermined. The patient noted that they could feel the pump moving sometime after (B)(6) 2019 but was unable to provide any dates or timeframes. The pump pocket was revised on (B)(6) 2021. During the procedure, the surgeon trimmed the patient's catheter prophylactically. It was confirmed that there was no complaint against the catheter. The issue was considered resolved at the time of the report.